Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg was explanted due to pain at the ipg site in (B)(6) 2019 (exact explant date is unknown).